Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via social media that the sensor had triggered threshold suspend. Customer's sensor glucose was 60 mg/dl and blood glucose was over 120 mg/dl. Customer will not be returning the sensor for analysis.